Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that hole or tear in the middle of the PICC. PICC was leaking. Hole or tear in the middle of the PICC. PICC was leaking. Additional information received 11/01/2023 the line was placed on(B)(6) 2023 for IV antibiotics. He was administering his own home antibiotics and had been since insertion of PICC. He began having some resistance flushing the line after his last dressing change at which time it was noted to be leaking out the insertion site. I evaluated the patient and removed the line noting at approx. The 17cm mark that it was almost completely severed. The patient denies forcefully flushing.